Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were having trouble with urine going through the tube, the patient was not sure if it was catheter causing trouble or the leg bag. Per follow up via phone on 25oct2023, it was reported that the customer had the incorrect size of 25mm and needs 21mm. Patient also stated they were having difficulty using the product and they didn't understand the directions. Customer was advised to contact liberator to inquire about getting the correct size for the patient.

Event description:
It was reported that they were having trouble with urine going through the tube, the patient was not sure if it was catheter causing trouble or the leg bag. Per follow up via phone on 25oct2023, it was reported that the customer had the incorrect size of 25mm and needs 21mm. Patient also stated they were having difficulty using the product and they didn't understand the directions. Customer was advised to contact liberator to inquire about getting the correct size for the patient.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "obstruction in tube". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿bard® dispoz-a-bag® leg bag with flip-flo¿ drainage valve a vinyl leg bag to be used with male external catheters, foley catheters or most other types of urinary catheters. Directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. Bard® dispoz-a-bag® accessories: leg bag holder; 1-3/4¿ wide leg bag strap; deluxe fabric leg bag straps; extension tubing." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.